Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist informed the customer that the issue quantity column on the patients profile displayed a value of 0, which they had misunderstood as meaning the item quantity in the cabinet was zero, explained that this column was editable and represents the amount they wish to issue. Also advised that if an item is not stocked in the cabinet, it will not appear on the patients profile. The customer acknowledged the explanation, and the medication issue process was completed successfully. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the customer required assistance with issuing an item. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.